Event description:
It was reported that patient had trouble with their implantable neurostimulator (ins) system over the past year and now experienced a loss of therapeutic effect (for pain in their lower back and down their leg). Also, the patient's leg was noted to be numb. The patient had experienced 'some falls' but the dates of which were not reported. The patient programmer indicated that the ins was depleted. The patient looking for a new physician for follow up to address the issue. Additional information was requested but was no available at the time of this report.

Manufacturer narrative:
Product ID 7496, serial# (B)(4), implanted: (B)(6) 1990, product type extension; product ID 7434a, serial# (B)(4), product type programmer, patient; product ID 3586, serial# (B)(4), implanted: (B)(6) 1990, product type lead. (B)(4).